Event description:
Additional info received from the physician's office indicates that the device was implanted and explanted during the same surgery due to a rupture of the corpora, which was a pre-existing condition. Based on this info, qa will void this file and retain all info gathered.